Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the lead was bent after placement. Hence, the lead was replaced. There were no patient consequences.

Event description:
New information notes that after deployment of the helix in the heart, the pin was observed to be bent. The helix was retracted and lead removed without incident. New lead implanted. Patient was stable.

Event description:
New information notes that after deployment of the helix in the heart, the pin was observed to be bent. The helix was retracted and lead removed without incident. New lead implanted. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.